Event description:
The customer reported that the attachment was leaking oil during setup for a procedure. There was no reported pt involvement.

Manufacturer narrative:
The device was received for eval and the product conformed to specifications.